Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that there was poor coupling with recharging. The patient lowered stimulation because in the warmer weather, she doesn¿t need as much stimulation. She forgot to charge her implant for 2 weeks. The patient thought that her battery was in overdischarge; however, the patient was able to communicate with the implantable neurostimulator recharger. The device was not in overdischarge, and the patient was able to charge her implant on her own. The patient tried to charge the implant, but was only getting 2-4 coupling boxes, even with turning the dial. An antenna locate session was performed to try to resolve the issue of poor coupling; however, the issue did not resolve. The implantable neurostimulator status was off. The patient wasn¿t able to get more than 4 coupling boxes at the time of the report. The patient said that her implant ¿floats¿ in her stomach, and that the implantable neurostimulator feels like it is above the incision. This had been occurring for years. The patient reviewed that sometimes she has to lay down when she charges. The patient is usually able to get 4-6 boxes, and occasionally 8, but she hasn¿t been able to get 6 on the day of the re port, but she was going to keep working with it. The patient has had a lot more pain since (B)(6) 2017, and pain in the feet. There were no further complications reported.